Event description:
It was reported that a caller had done some research and had seen "issues with the pain pump, death, etc" online. The pump was intended to infuse an unknown drug. It was later noted that the reporter did not have the information regarding which website, article, search engine, or date accessed.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).